Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that there was no treatment registration for a partial treatment for a specific patient.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that there was no treatment registration for a partial treatment for a specific patient. The investigation found from the machine and audit logs that the beam was started and terminated due to a gantry stop (vmi error) having delivered 327.1 mus. The customer manually recorded the delivered treatment. The prescribed dose was 370.6 mus. Log review of the day confirms that the beam was loaded a second time for the patient but was not treated. No further mus were delivered for the patient. For an unknown reason, mosaiq never received data from the linac (machine) indicating that the treatment was happening. Mosaiq can only record data that is received from the machine. Mosiaq did not have a malfunction and was working as designed and intended.

Event description:
The customer reported that mosaiq did not record the treatment.